Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. Treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: the peritonitis was confirmed by the nurse. The event was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized for the event. The cause of the event was unknown. The patient was treated with intraperitoneal ceftazidime (daily; dose and duration not reported) for peritonitis. Four days after admission, the patient was discharged from the hospital. Peritoneal dialysis therapy remained ongoing. At the time of this report, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.